Event description:
The device was applied during a laparaoscopic nissen procedure. The needle broke into two pieces. The surgeon was only able to retrieve one portion of the needle. No pt injury reported.

Manufacturer narrative:
12/23/96-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.